Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, a reporter for the patient (the patient¿s wife) contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio2 meter displayed inaccurately high results. The complaint was classified based on the customer service representative (csr) documentation. The reporter was unable to say when the meter started to read inaccurately and she was unable to provide any results obtained; she was also unable to say what the patient was comparing the results to. The patient manages his diabetes with insulin which he self-adjusts. The reporter was unable to say what changes, if any, the patient made after obtaining the alleged inaccurate result. She indicated that some days prior to contacting lfs, the patient had developed symptoms of ¿stomach pain and sweating¿ which he associated with hypoglycemia. She reported that the patient carries glucose tablets to treat any symptoms in such situations. No further information was available as the patient is unable to remember the reported incident. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure. The patient/reporter did not have control solution to test the meter and test strips. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Stomach pain and sweating, after obtaining an alleged inaccurately high result on the subject meter.